Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture and high pacing impedance. The atrial lead was not used and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of loss of capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead did not find any anomalies.